Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'air in line' which was not reproduced due to constant reload set message. A review of the event history log identified the presence of multiple 'air in line!' During the last days of use. The reported condition was verified. The cause was determined to be out of range ultrasonic calibration values, which can also cause false, constant 'air in line!' Alarms. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.